Event description:
Customer reported that the tandem mobi pump battery would not charge, and the charging connection was unstable or unrecognized despite attempts with the tandem wall adapter. The battery charging issue did lead to a pump shutdown, but it did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer resolved the issue by using a different charging cable and a non-tandem wall adapter. Tandem technical support informed the customer that using third-party charging supplies is not recommended unless for troubleshooting and agreed to send replacement charging supplies. The customer was advised on battery best practices, which they acknowledged, and technical support conducted a log review, confirming no shutdown alarm 12 prior to shutdown. The case was subsequently closed.